Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 105 was confirmed through a review of the event history log and found to be caused by a severed motor mount screws. The failed motor assembly and screws were replaced.